Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient also had sepsis and fungal endocarditis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.